Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation and from the information obtained, the distal end was burnt was confirmed. However, the root cause could not be identified. The following is included in the instructions for use (IFU): the event can be detected and prevented in accordance with the following IFU. IFU states that detection method in bf-p290 operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope. IFU states that preventive measure in bf-p290 operation manual: chapter 4 operation:4.3 using endo therapy accessories. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope had a burnt distal end. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.